Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have severely bent grips, causing misalignment of the grips. There was 0.0670¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did show damage. Further observation related to the reported complaint included: the instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.1160" in size. Components adjacent to this broken molded insulator did show damage.

Event description:
It was reported that during a vinci-assisted cholecystectomy surgical procedure, the customer reported the force bipolar instrument jaw was not working correctly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 06-nov-2024: the reporter informed they have no further information.